Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "warning: inspect all guidewire for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that pieces of the guidewire broke apart and fell off inside of the patient. The pieces were difficult to remove however no patient injury occurred.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "warning: inspect all guidewire for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that pieces of the guidewire broke apart and fell off inside of the patient. The pieces were difficult to remove however no patient injury occurred. It was reported that the guidewire coating flaked off inside the patient during the procedure. The coating was then removed from the patient during the procedure.